Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6), 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to vestibular schwannoma and lack of benefits from the device. It is unknown if there are plans to reimplant the patient as of the date of this report.